Event description:
It was reported that the autopulse resuscitation system stopped working after 2-3 minutes on an older male patient. Customer reverted to manual CPR. The patient did not survive. Additional information was received on (B)(4) 2013, whereby customer indicated that according to the ER physician, the cause of patient death was due to cardiac arrest. Date of death was (B)(6) 2013. No autopsy was performed. No additional details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned for evaluation. Visual inspection was performed and no anomalies were observed. Reported complaint of platform stopping compressions after 2-3 minutes was confirmed. Archive data was reviewed which indicated multiple under voltage events. Functional testing was performed with passing results. Further inspection was performed and it was observed that the power distribution board (pdb) was defective. Probable root cause attributed to this event is likely due to a defective power distribution board, however a definitive cause for why the (pdb) was defective could not be determined.